Manufacturer narrative:
Preliminary analysis of the programmer files received revealed that the battery impedance was 3.32 k and the time to eri displayed by the programmer was 22 months on (B)(4) 2014. According to the longevity analysis, normal battery depletion is occurring and standard follow-up intervals should apply for this pacemaker.

Event description:
Reportedly, the subject device was found in standby mode due to a temporary decrease of the battery voltage. An analysis of the residual longevity is requested in order to determine the most appropriate follow-up interval for the patient.

Event description:
Reportedly, the subject device was found in standby mode due to a temporary decrease of the battery voltage. An analysis of the residual longevity is requested in order to determine the most appropriate follow-up interval for the patient.

Event description:
Reportedly, the subject device was found in standby mode due to a temporary decrease of the battery voltage. An analysis of the residual longevity is requested in order to determine the most appropriate follow-up interval for the patient.